Event description:
It was reported that a spectrum pump does not see tubing when the door is open. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported issue was reproduced. Evaluation observed the pump door is open and device does not prompt to load a set. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the upper latch switch not functioning properly. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.